Event description:
Additional information was received from the neurologist's office reporting that the patient's parents do not want to replace the vns at this time. Although surgery may occur in the future, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was observed upon performing diagnostics. X-rays revealed no lead malfunctions, per the physician's office. The device was turned off by the physician. No adverse events have been reported, as patients family claims that the patient is doing well. The replacement of device has been recommended by the physician but as of yet not confirmed by the patient and his family. Lead impedance was within normal limits on the date of generator replacement on (B)(6) 2012. Although surgery may occur in the future, it has not occured to date. Attempts for additional information have been unsuccessful to date.